Event description:
It was reported that shaft break occurred requiring an additional intervention. The target lesion was located in right coronary artery (rca). A 3.00mm x 20mm emerge balloon catheter was inserted and inflated. However, when another balloon was inserted to follow up, it was noticed that the shaft broke off in the mid rca and lodged in the artery. Physician tried to retrieve the balloon but was unsuccessful. Patient bradycardia with compressions and patient received additional radiation exposure. A covered stent and a drug-eluting stent were then placed to secure broken piece against the wall of the artery and the procedure was completed. There were no patient complications reported and the patient was fully recovered.

Manufacturer narrative:
Device evaluated of by manufacturer.: the complaint device was not received at the complaint investigation site for analysis. However, photo media was attached in complaint record. Media depicted shaft damage as the guidewire lumen was buckled and stretched. The most distal portion was also detached as there was just a balloon portion found within the media provided. There was blood within the lumen which indicates use of the device past preparation. The shaft inflation lumen was also detached just distal to the bicomponent weld of the device. H3 other text : photo media was attached in complaint record

Event description:
It was reported that shaft break occurred requiring an additional intervention. The target lesion was located in right coronary artery (rca). A 3.00mm x 20mm emerge balloon catheter was inserted and inflated. However, when another balloon was inserted to follow up, it was noticed that the shaft broke off in the mid rca and lodged in the artery. Physician tried to retrieve the balloon but was unsuccessful. Patient bradycardia with compressions and patient received additional radiation exposure. A covered stent and a drug-eluting stent were then placed to secure broken piece against the wall of the artery and the procedure was completed. There were no patient complications reported and the patient was fully recovered.